Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room complaining of fatigue. The pulse generator was in vvi at 30 ppm. The last programming was documented as 2008, when the device was programmed to ddd mode, at 70 pulses per minute (ppm). The pulse generator was successfully programmed back to ddd mode, 70 ppm. The device would be monitored.